Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction inop error message on the mx40. It is unknown if the audio was working at the time of the error message. There was no report of a patient injury or harm.